Event description:
The customer reported to olympus that while using the camera head, the image does not appear. There was no patient harm associated with the device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; there was no image due to poor contact of video connector. Additional findings include; the scope mount was loose and rattling and there was water ingress from video connector masonry. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the issue was due to faulty video connector socket. The specific cause of the faulty video connector was attributed to fluid on the connectors. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿make sure that the video plug and its electrical contacts are completely dry before connecting the plug to the video system center. Also, make sure that the electrical contacts are clean before connecting. Wet or dirty electrical contacts could cause the equipment to malfunction or failure.¿ olympus will continue to monitor field performance for this device.